Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. A .014 grand slam (asahi) guidewire was stuck in the device. The device and the catheter shaft were analyzed for damage. Visual analysis showed no damage on the shaft. It was noticed that the guidewire was stuck in the device and protruding from the distal tip approximately 48cm. The wire was protruding from the proximal end of the device approximately 113cm. Functionality testing was completed and the device functioned as designed. The distal cutter was removed to find that the coating was peeled and scraped from the wire and had occluded the bushing inside the tip area which caused the guidewire sticking issue. Once the bushing was removed from the catheter the guidewire was removed from the device. The jetstream device dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that difficulty advancing the device over the guidewire occurred. A 2.4mm jestream xc catheter was selected for use in an atherectomy procedure below the knee. A 0.014 inch non-bsc guidewire was placed successfully. The catheter was advanced over a second 0.014 inch non-bsc guidewire; however the catheter could not be pushed forward over the guidewire. No patient complications were reported and the patient's status is fine. However, device analysis revealed the catheter was stuck on the guidewire.